Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned for evaluation. The final root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), it was understood that there were two scopes in use with the reported light source. The customer cleaned the gold contacts on the two scopes in use as directed. After cleaning the contacts, one of the scopes worked (make/model number are unavailable) and the second scope (gif-h190 / sn #(B)(6)) continued to display the b30 error. Customer reported seeing an electronic confetti on the medical monitor, in which tac informed that the second scope may still need to be fully dry for the confetti to resolve. If the confetti did not resolve, then the second scope may need to be repaired as well. However, no other towers or scopes were available to test and swap with at the time. It was added that another light source (clv-190 / sn # (B)(6)) was showing the b30 error code whenever the second scope was plugged in. Tac suggested cleaning all the scopes' gold contacts, and both video processor sockets with the light source socket cleaning kit. The reported light source in this case is not expected to be returned to olympus. This report is being submitted for the initial customer issue with the light source (clv-190/ sn #(B)(6)) under the medwatch with patient identifier, (B)(6). The second light source (clv-190 / sn # (B)(4)) with an issue mentioned during troubleshooting is reported under the medwatch with the patient identifier, (B)(6). The second scope (gif-h190 / sn # (B)(6))) that continue to display the b30 error after troubleshooting efforts is reported under the medwatch with the patient identifier, (B)(6). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed a b30 communication error when it was plugged in with a 190-scope. This occurred prior to procedure, and the intended procedure was completed using a similar device. There was not much delay, per the customer, and no report of patient harm.